Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the tip of the device broke off inside the tube. The customer reported a slight delay in procedure; however, no use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer disposed of their glidescope bflex 3.8 single-use bronchoscope after the procedure. Since the device was not returned to verathon for evaluation, the cause could not be determined. Verathon followed up with the customer to request additional information regarding the specific type of et tube utilized with the bronchoscope; however, no information was provided. Trending analysis for the glidescope bflex 3.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.